Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition was confirmed. However, the device had been altered; the hose had been replaced. Evidence indicated this was due to misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during an orthopedic surgical procedure the hand piece device "had low power". A spare device was available and the planned surgical procedure was completed without delay. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.